Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, as it was discarded. Based on the information provided, all hardware was removed in a revision surgery due to medial irritation. The device history records for all combinations of devices (sk14) intended to be implanted were reviewed (1405-1408, 1405-1409, and 1405-4051) were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to the problem reported. Although a number of factors could have contributed to the irritation the patient experienced, it was reported the most likely cause was due to the medial plate. No malfunctions have been alleged/found with any tmc hardware and upon hardware removal, it was confirmed the patient's bones were completely fused/healed. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed on (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2018 due to medial irritation from the medial plate. Upon hardware removal, no fault with any tmc hardware and it was confirmed the patient's bones were completely fused/healed.